Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform functional testing due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, broken pump belt clip slot, cracked display window corner and missing the end cap sticker.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was over 400 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.